Manufacturer narrative:
Vyaire file identification: (B)(4). Field service representative was on site to repair the unit. Replaced o2 cell resolve issue. Checked blending accuracy and all within specs/ ran performance check, unit passed all test and runs according to OEM specs. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that the avea has high fio2 alarm. There was no patient involvement reported from this event.